Event description:
It was reported that a part of the insulin pump came out. Customer's daughter stated the little thing came out and customer's blood glucose dropped low. Customer's daughter stated that at first customer was high due to infusion set coming out. Blood glucose went up to 200 mg/dl, treated and then went low to 57 mg/dl. Customer's daughter stated the reservoir would not stay in the insulin pump. Cracks around the reservoir compartment were noted. Customer does not recall how damage occurred. Customer's daughter was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.